Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line), which occurred on the homechoice (hc) during dwell 3 of 5. The technical service representative (tsr) had the home patient (hp) cycle the power and the hc alarmed system error 2367. The tsr had the hp cycle the power again and the alarms cleared. The hp would contact the registered nurse (rn) regarding the alarm. Per the callscript, the hp was connected at the time of the alarm, they did not disconnect any time prior to the alarm, all of the bags were connected properly, there were no patient extension lines used, there were no open clamps on any used or unused supply lines, and there was nothing unusual noted about the supplies. The proper procedure was reviewed with the hp. It was unknown how the hp would continue therapy. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. On 1/24/2012, product surveillance contacted the hp regarding the reported event. The hp stated they made an error and caused the alarm but was not willing to provide details. The hp stated that they were able resume therapy successfully with new supplies. There was no patient injury or medical intervention reported.

Manufacturer narrative:
(B)(4). There was no allegation reported against the baxter product by the customer; therefore, the sample was not requested for evaluation and a batch review will not be conducted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA. A follow-up report will be filed upon completion of baxter's investigation, or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint was for a system error 2240 was not confirmed. The cause was undetermined.